Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode received an inappropriate shock due to oversensed noise. Low signal amplitudes were also noted. An x-ray showed the electrode may have moved from the implant position. An invasive procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.